Event description:
It was reported that revision surgery was required because the centering sleeve slipped out into the lateral tissue after fixation by the set screw. The surgeon used the same products during the second surgery. The surgeon suspects that the screw canted during the first application, causing the sleeve to slip.